Event description:
The user facility reported a 64-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The pump stopped and it was unable to restart. There was no mention of harm to the patient.

Manufacturer narrative:
(H3): the investigation into the reported "pump stop" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. It was determined that the cause of the pump stop was most likely blood ingress as a result of high purge pressure. The cause of the purge leak was most likely sidearm yellow luer damage due to the use of sodium bicarbonate in the purge solution. A risk assessment has been initiated to escalate this issue. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.